Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, an issue with the device's sensor pca was observed. The device's power sensor pca was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue with a ventilator's sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board issue was found to be due to a failure of the monitor pressure (dp2) component on the sensor board.